Manufacturer narrative:
Analysis results showed that the loss of capture at atrial side does not seem to be associated to a specific programming of the atrial output.

Event description:
Reportedly: during follow-up on (B)(6) 2015, abnormal electrical measurements (pacing threshold, impedance) were recorded in the atrial channel. During the follow-up on (B)(6) 2015, atrial pacing was deactivated (pacemaker was reprogrammed to single - ventricular - chamber pacing mode). During the follow-up on (B)(6) 2015, decision was made to schedule a re-intervention due to worsening of patient symptoms (fatigue). On (B)(6) 2015, re-intervention was performed: no evidence of atrial lead fracture was observed; atrial lead was abandoned; new atrial lead was implanted and connected to the pacemaker. Normal electrical measurements (impedance, sensing, pacing threshold) were obtained with the new atrial lead. On (B)(6) 2015, loss of atrial capture was observed. On (B)(6) 2015, re-intervention was performed for atrial lead repositioning. Normal operation of the pacing system was observed after re-intervention. On (B)(6) 2015, loss of atrial capture was observed. Atrial pacing was deactivated (pacemaker was reprogrammed to single - ventricular - chamber pacing mode). According to preliminary analysis results, a lead issue or a lead/pacemaker connection issue at atrial channel is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly: during follow-up on (B)(6) 2015, abnormal electrical measurements (pacing threshold, impedance) were recorded in the atrial channel. During the follow-up on (B)(6) 2015, atrial pacing was deactivated (pacemaker was reprogrammed to single - ventricular - chamber pacing mode). During the follow-up on (B)(6) 2015, decision was made to schedule a re-intervention due to worsening of patient symptoms (fatigue). On (B)(6) 2015, re-intervention was performed: no evidence of atrial lead fracture was observed; atrial lead was abandoned; new atrial lead was implanted and connected to the pacemaker. Normal electrical measurements (impedance, sensing, pacing threshold) were obtained with the new atrial lead. On (B)(6) 2015, loss of atrial capture was observed. On (B)(6) 2015, re-intervention was performed for atrial lead repositioning. Normal operation of the pacing system was observed after re-intervention. On (B)(6) 2015, loss of atrial capture was observed. Atrial pacing was deactivated (pacemaker was reprogrammed to single - ventricular - chamber pacing mode). According to preliminary analysis results, a lead issue or a lead/pacemaker connection issue at atrial channel is suspected.

Event description:
Reportedly: during follow-up on (B)(6) 2015, abnormal electrical measurements (pacing threshold, impedance) were recorded in the atrial channel. During the follow-up on (B)(6) 2015, atrial pacing was deactivated (pacemaker was reprogrammed to single - ventricular - chamber pacing mode). During the follow-up on (B)(6) 2015, decision was made to schedule a re-intervention due to worsening of patient symptoms (fatigue). On (B)(6) 2015, re-intervention was performed: no evidence of atrial lead fracture was observed; atrial lead was abandoned; new atrial lead was implanted and connected to the pacemaker. Normal electrical measurements (impedance, sensing, pacing threshold) were obtained with the new atrial lead. On (B)(6) 2015, loss of atrial capture was observed. On (B)(6) 2015, re-intervention was performed for atrial lead repositioning. Normal operation of the pacing system was observed after re-intervention. On (B)(6) 2015, loss of atrial capture was observed. Atrial pacing was deactivated (pacemaker was reprogrammed to single - ventricular - chamber pacing mode). According to preliminary analysis results, a lead issue or a lead/pacemaker connection issue at atrial channel is suspected.